Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a guide wire inadvertently resulted in the filter being dragged to the right iliac vein. Another filter was successfully placed without patient complications. Follow up indicated continual flushing of the carrier system during the implant procedure and appropriate flushing techniques were not followed. Co believes these factors, as well as manipulating the filter, may have contributed to this event. Co's directions for use state: "remove protective end cap from carrier capsule. Fill the entire introducer catheter, including the carrier capsule (which holds the filter), with sterile heparinized saline solution, using the flush port at the proximal end of the introducer catheter handle... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."